Event description:
Baxter reported "overspeed infusion" of vancomycine to a pt. Infuser lv10 was being used and contained 4g of vancomycine in sodium chloride for a total fill volume of 240ml. The pt's IV access was a central line in the chest using a 20g needle. Reportedly, "the infusion lasted only 12 hours, and the implantable site was discovered blocked at the end of infusion. This event requested to have the implantable site changed. No pt injury". No additional information available.